Event description:
During insertion of the micra pacemaker, patient went into hemodynamic instability and arrested. Possible cardiac tamponade per echo - pericardiocentesis performed. Patient survived, intubated and transferred to ICU. Procedure not completed.